Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device was found to be in safety mode at the elective explant procedure. A replacement device was implanted, and the explanted device is expected to be returned for evaluation. No adverse patient effects were reported.